Manufacturer narrative:
Additional information has been provided in h.3, h.6 and h.10. The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside the device. The device was returned loose in the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is retracted to the mid nozzle. The correct nozzle confirmed on the device. The plunger is moving smoothly in the device. No problem found. The lens is returned outside the nozzle attached to the device. Solution is dried on both surfaces of the optic and haptics. No damage observed. The product investigation could not identify the root cause for the reported complaint "not advancing smoothly and sticking" as lens was returned outside the device. Due to this, we are unable to confirm lens and haptic position for advancement and determine the root cause. No problems were observed with the plunger. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site. The investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implantation (iol) procedure, the plunger was not advancing smoothly and sticking. The procedure was completed with alternate lens. There was no patient harm.